Event description:
It was reported that after the insertion of the crystalens (at52ao) using a ci-28 inserter, the surgeon noticed the lens haptic was torn. The surgeon then removed the lens and attempted to implant a second crystalens (at52ao) using a second ci-28 inserter. However, the surgeon could not position the second lens properly due to a capsular tear that had occurred during the first iol removal. He then removed the second crystalens and successfully implanted a standard lens. The patient's current prognosis is good, with a most current ucva of 20/25. Reference MDR #2031924-2012-00049 for the first intraocular lens used during the event. Reference MDR #2031924-2012-00050 for the second intraocular lens used during the event.

Manufacturer narrative:
In the surgeon's opinion, the capsule tear was due to the torn haptic, and the haptic was most likely torn during loading. Two delivery devices have been returned to bausch + lomb for evaluation. However, it is unknown which delivery device was used for the insertion of the first iol. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.